Event description:
The customer reported the paramedics being called after she experienced low blood glucose levels. The customer stated that she delivered a bolus for food that she was going to eat, but ended up not eating. The customer stated that her blood glucose levels dropped, and she got no warning or alarm from the sensor. Troubleshooting was performed, and found that the customer was not calibrating properly. The customer was unable to upload to carelink at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.